Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101200 60753334 ml taper sz12.5 std offset, 00620205822 60629168 tm acet shell 58mm cluster, 00-7711-012-00 60753334 ml taper sz12.5 std offset, 00-6305-058-32 60741731 xlpe 0 deg poly liner 58x32, 00-6250-065-25 60786317 trilogy bone scr 6.5x25. Reported event was confirmed by review of medical records received. Review of the revision notes confirms that the patient underwent revision hip surgery. Findings include: pseudocapsule noted as well as necrotic bone along the posterior acetabulum. Femoral head was well fixed but with dark debris at the head-neck junction. Stem was well fixed and correctly positioned. The acetabulum was debrided of devitalized tissue and noted bone loss, osteolysis and necrotic bone. Head and liner exchanged without further complication pathology report suggests alval, negative cultures. Infection negative. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -02178, 0001822565 -2019 -02854.

Event description:
It was reported patient underwent right total hip arthroplasty. Subsequently, the patient underwent a revision of the femoral head and liner approximately nine years post implantation due to pain and elevated metal ion levels. During the revision procedure, a pseudocapsule, implant corrosion, and bone loss was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Proposed component code: mechanical (g04)- head. Visual examination of the returned product/provided pictures identified the taper of the femoral head exhibits a circumferential groove pattern and dark debris. The poly liner shows damage on the backside of the rim. A portion of the rim is chipped and missing. The stem remains implanted. The head was submitted for further analysis. Analysis determined fretting on >10% of the surface and/or corrosion damage to one or more small areas. Review of the device history records identified no deviations or anomalies during manufacturing for the liner. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.